Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/chronic pelvic pain') in an adult female patient who had essure (batch no. 752412) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cystitis interstitial, multigravida, parity 3, stress incontinence, female and vaginal discharge. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), dyspareunia ("dyspareunia"), autoimmune disorder ("autoimmune-like symptoms"), infection ("infection"), urinary tract disorder ("urinary problems") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). The patient was treated with surgery (total vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, autoimmune disorder, infection, urinary tract disorder and dysfunctional uterine bleeding outcome was unknown. The reporter considered autoimmune disorder, dysfunctional uterine bleeding, dyspareunia, genital haemorrhage, infection, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: insertion details:- 5 coils were noted on the left and 1 coil was noted on the right . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: occlusion of the right and left fallopian tubes. Lot number: 752412, manufacture date: 2010-06, expiration date: 2013-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2020: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/chronic pelvic pain') in an adult female patient who had essure (batch no. 752412) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cystitis interstitial, multigravida, parity 3, stress incontinence, female and vaginal discharge. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), dyspareunia ("dyspareunia"), autoimmune disorder ("autoimmune-like symptoms"), infection ("infection"), urinary tract disorder ("urinary problems") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). The patient was treated with surgery (total vaginal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, autoimmune disorder, infection, urinary tract disorder and dysfunctional uterine bleeding outcome was unknown. The reporter considered autoimmune disorder, dysfunctional uterine bleeding, dyspareunia, genital haemorrhage, infection, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: insertion details:- 5 coils were noted on the left and 1 coil was noted on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: occlusion of the right and left fallopian tubes. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.